Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 fell apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. The silicone insulation was not peeled away from the cold jaw support. The cold jaw support was completely intact. Charred tissue and blood were observed on the jaws. The heater wire was flexed away at the center of the hot jaw. The wire remained in place at the tip and at the base of the jaw. No other failures were observed. Sign of blood were observed on the harvesting tool handle. Based on the returned condition of the device, the reported failure mode ¿peeled; jaw¿ was not confirmed but was confirmed for analyzed failure "material twisted/bent; wire". Specific actions for the reported failure mode ¿peeled; jaw¿ and analyzed failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 fell apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.